Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found partially clogged flowcell and level sense issue. The fse replaced the ise (ion selective electrode) liquid level sensor and cleaned flowcell and electrodes which resolved the issue. No further issue noted after part replacement and cleaning. Beckman coulter internal identifier is case# (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high patient results for ise (ion selective electrode) sodium (na) potassium (k) and chloride (cl). The customer repeated the sample on the same system and obtained a result within the normal reference range. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided two (2) examples of false results.